Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator and right ventricular lead exhibited unacceptable high defibrillation thresholds. The ventricular tachycardia episode revealed the device delivered a full round of therapies without converting the patient. The system remained implanted and the patient would continue to be monitored. The patient's condition at time of the event was stable.